Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) was isolated to contamination on the pins of pca jumper. Root cause investigation of similar failures determined that flux contamination on the pca jumper caused the service code. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.